Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. The gears and collars were replaced; however, the cutter cannot be fully repaired without replacement. The cutter was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Additional reports: 0001526350-2023-00258-1. 0001526350-2023-00260-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device produced an incomplete mesh outside of surgery. Upon evaluation of the cutter it was noted to have failed the test cut. There was no patient involvement no adverse events were reported as a result of this malfunction. No further information is available at this time.